Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the information and part received was forwarded to the manufacturer (materialise): for this complaint, the device history record was investigated for the final splint. No inaccuracies were found on the image quality, segmentation, planning, guide design and implant design steps. The provided occlusion scan of the patient shows a posterior open bite of approximately 5mm on the right side and 3mm on the left side of the patient¿s teeth. The patient occlusion was discussed during the planning session and approved by the surgeon in the provided case report. Moreover, the designed and manufactured final splint properly translated the surgical planning, accounting the approved posterior open bite. Therefore, it can be concluded that the manufactured devices by materialise met specifications and the approved preferences of the surgeon. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device history review showed manufacturing location as (B)(4) with a manufacturing date of 03aug2011. No ncrs were generated during production. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue plastic handle has loosened from shaft of an impactor for proximal femoral nail antirotation (pfna) blades intraoperatively during insertion of the pfna blade on an unknown date. No surgical delay was reported and no patient harm occurred. This is report 1 of 1 for com-(B)(4).